Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture, low impedance and undersensing. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer and inner insulations and outer and inner coils were damaged due to the suture sleeve being tied down too tightly. The damaged insulation which resulted in an electrical short circuit would account for the reported capture, impedance and sensing anomalies.